Event description:
It was reported that a pump was alarming for a system error 322. It was also reported that there was no pt incident.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The system error 322 was reproduced during the evaluation. It has been determined that the failing components which caused this error were the upper and lower aux. The upper and lower aux were replaced.